Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Two qn¿s (B)(4)¿ bent needle, (B)(4)¿ retraction (bent needle) were initiated on the build of this lot that could impact the outcome of the quality of the product relevant to the defect stated in the pir received one used nexiva 22ga unit and a package label on from catalog number 383532, lot number 8325685. Visual/microscopic evaluation: the cannula was partially retracted, and the catheter adapter was still attached to the tip shield. No cured adhesive was observed on the tip shield or the grip. No damaged was observed on the v-clip. Simulation test: the needle was reset to the out position. During the simulation the unit met with resistance, cannula was caught just above the retention washer. The needle was finally pulled through the retention washer, the catheter adapter removed and observed the needle was bent. The defects needle bent, and needle retraction failure were confirmed, identified and replicated. Although the defect needle retraction failure was conformed; the unit was returned used, it is uncertain whether this defect was caused by manipulation of the device by the user or by the manufacturing process. The bend in the needle prevented the needle from passing through the retention plate.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had a needle retraction issue. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 383532 batch no.: 8325685 it was reported that the needle was bent. It was also reported the needle did not retract all of the way. Hospital incident report comments: ¿when inserting IV needle, nurse went to pull back needle from insertion site and needle would only retract part of the way, and another staff nurse assisted and she was unable to retract needle. Also, IV was pulled out of patient and was put in a bag. Needle was 22ga, lot #8325685 I still have the needle for bd investigation¿ per (B)(4) form: bent needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had a needle retraction issue. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 383532, batch no.: 8325685. It was reported that the needle was bent. It was also reported the needle did not retract all of the way. Hospital incident report comments: when inserting IV needle, nurse went to pull back needle from insertion site and needle would only retract part of the way, and another staff nurse assisted and she was unable to retract needle. Also, IV was pulled out of patient and was put in a bag. Needle was 22ga, lot #8325685. I still have the needle for bd investigation. Per (B)(4) form: bent needle.